Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia surgery on (B)(6) 2007 and mesh was implanted to repair a left lower quadrant incisional ventral hernia. It was reported that the patient underwent an open laparotomy on (B)(6) 2013, upon finding that the ventral hernia essentially recurrent through the previously implanted mesh that had bunched up. It was reported that the patient then underwent revision surgery where a new unknown (non-ethicon) mesh was implanted to repair the recurrent hernia repair. It was reported that the patient underwent a laparoscopic procedure on 6/3/2019 where the surgeon cleared the adhesions between omentum and the previously placed mesh and removed the old left lower quadrant mesh in strips. The surgeon further repaired the recurrent hernia with a new unknown (non-ethicon) mesh. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/1/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/08/2022 .